Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report #s 1627487-2011-00732, 1627487-2011-00734 and 1627487-2011-00735. The pt's scs system consists of an ipg, four percutaneous leads (from two different lots), two extensions and two lead anchors. It was reported that the pt is experiencing intermittent stimulation. In addition, the pt alleges he feels pain at the ipg pocket as well as a pulling sensation. It was also reported that the pt's scs system may be interfering with the functioning of his watch. A preliminary examination found no signs of infection; however, a diagnostic test on the pt's leads revealed invalid impedance readings for several contacts. Reprogramming will be attempted in an effort to provide the pt with more consistent therapy relief. Also, x-rays of his scs system will also be taken for further interrogation.